Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when the locking screw was inserted as usual, metal fragments came out during locking. Just to be sure, the screw was replaced and the problem was resolved".

Manufacturer narrative:
Please note the corrections to d4 lot#, gtin, h6 clinical signs and h6 health impact codes. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screw, initial thread found worn out indicating improper entry of the screw during insertion. Furthermore, the threads in screw head found unraveled, looks like it got sliced during excess metallic contact either due to misalignment of screw in the plate in terms of angulation or due to excess contact with the sharp point which might have been created during interaction of initial thread of screw with plate. Based on investigation, the root cause was attributed to a user related issue. The event was caused due to misalignment of the screw during insertion leading to abnormal excess contact of the screw with plate and stripping of the threads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "when the locking screw was inserted as usual, metal fragments came out during locking. Just to be sure, the screw was replaced and the problem was resolved".